Event description:
Information provided states patient had m6-c artificial cervical disc implanted at c5/6 in (B)(6) 2021. Patient experienced persistent and worsening pain s/p artificial disc replacement. The m6-c disc was removed and replaced with acdf (anterior cervical disc fusion).

Manufacturer narrative:
The build lhr for (B)(4) was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The device met the m6-c product specification including the axial stiffness and flexural resistance specifications. The risk management files were reviewed and no new risks were identified.